Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. Upon interrogation, the right ventricular lead exhibited low impedance. On (B)(6) 2015, the lead was checked several times and exhibited normal impedance. Pocket manipulation caused the lead to exhibit noise. No intervention was performed. The patient would continue to be monitored.

Event description:
New information stated that on (B)(6) 2016, the patient presented in clinic for follow up. Upon interrogation, the lead exhibited normal impedance but noise remained. The patient is not dependent and would continue to be monitored with follow ups.